Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, mildly tortuous proximal right coronary artery (rca). The lesion was predilated with an unk size balloon. The physician attempted to place the 3.00x24mm taxus liberte stent, but was unable to cross the lesion, after several attempts. Upon removal, it was noted that the stent was deformed. The procedure was complete with another of the same device. No pt complications were reported. Pt status reported as "good".